Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6), 2012. During the procedure, the tip of the 2.5 hex screwdriver fractured off while tightening the rim screws in a universal shell. The surgeon attempted to remove the tip, but was unable to do so and left tip in the screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This medwatch corresponds with the event reported in the attached maude report.